Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified failure/defect can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. A definitive root cause of the failure of the tube could not be determined.

Event description:
It was reported, the telescope, 10 mm, 30°, hd, quick lock, autoclavable eyepiece cup fell off. The issue occurred during reprocessing after a therapeutic thoracic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.